Event description:
Procedure: urological. According to the reporter: it was reported that one day following a uretex sling procedure in 2007, the pt developed itching and dizziness.

Manufacturer narrative:
Initial report sent to FDA on 03/07/2008.